Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number 2017865-2023-20885. It was reported that during a follow-up, a decrease in longevity was noted on the device compared to the previous follow-up. A longevity overestimation was suspected to have occurred due to the programmer at the previous interrogation. It is unknown if the programmer was running the updated software version at the time the longevity discrepancy was discovered. The device was explanted, however, it is unknown if the device had reached elective replacement indicator (eri) level. The patient has passed away, however, there is no allegation the death was product-related, nor procedure related and is, therefore, considered unrelated.